Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead could not be moved forward from right before the tip of the curve of the introducer when the lead was inserted. The introducer was changed but the difficulty of lead insertion was still observed. The lead was replaced with a new lead and the issue resolved. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.